Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were unresponsive. While troubleshooting the keypad. It was reported that the insulin pump had an unexpected restart. The customer was advised that the insulin pump would need ot be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the healthcare provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test, and displacement test. No unexpected, unexpected restart error alarms noted. The device had intermittent buttons due to corroded keypad traces. The device also had minor scratches on lcd window, missing end cap sticker, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.